Event description:
Surgeon used a total of 5 fast-fix devices to do repair on a pt. He had difficulty sliding the knot, ended up breaking the sutrue on two of the fast-fix's. Suture looped after deploying t1, cut suture and left t1 in place. Left a total of three anchors in pt; did an open inside-out procedure.